Event description:
The user facility reported that the tip of the actual sample was fractured prior to treatment. Follow up communication with the user facility confirmed the following: (1) before using the endoscope the customer tried to insert the actual sample into a pr-v218q catheter and found it difficult; (2) the sample was found to be fractured and remained in the catheter; and (3) the device was not used on the patient.

Manufacturer narrative:
Results - is based on evaluation of user facility information & the returned sample; is based upon undamaged sections of the returned sample. Conclusions - is based on evaluation of user facility information & the returned sample; is based upon undamaged sections of the returned sample. The actual sample and separated piece was returned to the manufacturing facility for evaluation. The competitor's catheter was also returned to the manufacturing facility. The separated piece, under magnifying inspection revealed the fracture had a curved shape with the core wire at the fracture end covered with the urethane layer. The urethane layer was removed and the core wire was inspected under electron microscope. The fracture was found to have been bent. The fracture cross-section was flat for the most part, with the generation of the dimple pattern on the surface. The main body was visually inspected, no anomalies noted. Magnifying and electron microscopic inspections of the fracture found that the core wire had been bent. The fracture cross-section was flat for the most part, with the generation of the dimple pattern on the surface. The outside diameter was measured along the total length and confirmed to meet the specifications, being comparable to that of the current product sample. The competitor's catheter and the current guide wire product sample of the involve product code, after both having been primed sufficiently, were combined with each other by inserting the guide wire sample into the competitor's catheter. The guide wire sample was found to be able to be advanced through the total length of the competitor's catheter with no difficulty. The production lot number was not provided by the user facility, which prevented review of applicable production and complaint records. Although the exact cause cannot be definitely determined there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the instructions-for-use. The IFU states: do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).